Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. Customer's blood glucose level was 52 mg/dl at the time of incident. Customer was using auto mode. Customer was assisted with turning off auto mode. The insulin pump will not be returned for analysis.